Event description:
A home patient (hp) contacted global technical services (gts) regarding fluid found all over the floor during last fill on the homechoice (hc) unit. The hp stated he drains into his bathroom. The technical service representative (tsr) assisted with troubleshooting. The hp stated the effluent sampling site line clamp was left open. The tsr advised the hp to make sure the clamp was closed. The tsr reviewed clamp closure. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a leak. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was use error. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.